Event description:
It was reported that "skin reaction" occurred." The biosensor was inserted into the back of upper arm on (B)(6) 2025. On (B)(6) 2025, it was reported that a skin reaction at the puncture site occurred. The symptoms included redness, inflammation, and infection. She had pain and itching sensations in the area. She consulted a health care professional (hcp) (unspecified date) who prescribed an oral antibiotic (cephalexin unknown dosage) which was started on (B)(6) 2025. No other customer or event details were available data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional customer or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).